Manufacturer narrative:
The date of manufacture is currently unavailable. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag are was tightened, and the unit was returned to service.

Event description:
The hospital reported the control panel was not closing properly due to the bag arm. This could cause a large leak and prevent mechanical ventilation. There was no report of patient involvement.